Event description:
During product servicing by a service technician, a flo-gard infusion pump was found to have a damaged battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged battery could not be determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be sent.